Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an unrelated procedure the physician noted that the lead had migrated. Additional information received that patient underwent surgical intervention where in the surgeon repositioned the lead back to original location. Post- operatively effective therapy restored.